Event description:
It was reported that an impa flex graft has been implanted in a patient using the femoro-popliteal technique. About 2 1/2 months later, the physician was forced to do a revision due to a thrombosis. In addition to an excessive development of a neo-intima (inside the graft), he found that the prosthesis was very weak especially at the anastomosis site. The graft tore every time the needle was passed through and the suture was tightened. No sample will be returned as it is still implanted.

Manufacturer narrative:
The device history records (DHR) were reviewed, with special attention to the quality control testing. This lot met all release criteria. There was no evidence of any deficiencies within the lot as they relate to the complaint of suture pull-out. Based on the DHR review there is no evidence of a manufacturing related cause to this event. The sample was not returned for evaluation. The results of the investigation are inconclusive and the root cause is unknown. The information for use for this device states: precautions- when suturing, avoid excessive tension on the suture line, inappropriate suturing spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption.